Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient has recovered from peritonitis and weakness in body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that the patient also experienced weakness in body. The patient was not hospitalized and treatment was not given for the events since the patient was not willing to take treatment for peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.